Event description:
It was reported that the patient did not check the patient line before connecting for peritoneal dialysis therapy. The patient was connected, in initial drain. The technical service representative assisted the patient with ending the therapy in order to restart therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error where the patient failed to follow therapy steps and connected to the homechoice before ensuring that the lines were fully primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.